Event description:
Medtronic received information that prior to use of this aortic bioprosthetic valve, it was reported that the temperature indicator was activated. It was further reported that the 27mm device was implanted in a patient. It was reported that the device was stored in a location with constant temperature at room temperature. It was further reported that 2 other valves stored in this area had activated temperature indicators and the valve had been in this storage area for a prolonged amount of time. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.